Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed due to no damage. Internal visual inspection was performed and failed due to detached needle. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed due to no damage. Internal visual inspection was performed and failed due to detached needle and also broken retention tab inhibiting functionality. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial supplemental, additional information is being added. It was reported that an applicator deployment occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed due to no damage. Internal visual inspection was performed and failed due to detached needle and also broken retention tab inhibiting functionality an applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-240107 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.